Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. Customer alleged the cause was due to the pump alarm not annunciating. During troubleshooting with tandem technical support, the alarms sounded correctly and pump was functioning as intended. The customer continued to use the pump for insulin therapy.